Event description:
It was reported during an in-service training, the nursemate advisor emitted smoke and would not start up. The nurse pushed the power button and light smoke was emitted from the unit. There was a smell of electrical burning. Everything was unplugged and the nursemate was taken out of the workmate system loop. There were no injuries and there were no sparks or fire. This did not occur in a lab setting. There were no patients involved.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection verified the exterior enclosure, connectors, switches and labels appeared to have no physical damage. There was no physical damage observed on the casing, external connectors or components. A slight burnt odor was being emitted from the bottom of the unit. While trying to turn on the unit, the ac indicator turned on when connected to ac power, however, the device does not power on due to apparent internal components failure. The reported complaint was verified, however, the investigation is unable to perform further testing as the device does not power on due to apparent internal components failure. The device has been sent to the supplier for additional analysis. If additional relevant information is received, a follow up report will be submitted.